Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 had failed to open. The field service engineer (fse) opened the back panel and found that the pyxis cable was disconnected. The fse turned off the machine, reconnected the cable on drawer 4, and verified that the drawer was successfully connecting and opening. Issue was resolved. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, drawer 4 failed to open while attempted to give vitamin k. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.